Manufacturer narrative:
(B)(4). Analysis of the returned ins (serial # (B)(4)) found no significant anomaly, but that the setscrew was backed out too far. V isual inspection of the ins did not reveal any significant anomalies. The connector module was visibly ok. Foreign material was visible in the connector port. The access hole adhesive was visually ok. The grommet was visible ok. Visual inspection found that the setscrew was backed out too far. The shield/can was visibly scratched. The ins passed a series of defined and qualified automated functional tests. A known good lead was inserted and withdrawn three times into the connector port and all insertion and withdrawal forces were within specification. A known good lead was attached to the returned ins with the distal end placed in a 0.9% saline solution. Normal impedance was measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The serial number of the implantable pulse generator (ipg) was provided. It was noted that the patient's weight was not available. The revision surgery was carried out on (B)(6) 2019 where the ipg was replaced. Electrode impedance readings were within range except for the following pairs: 1 and 2, 1 and 3, and 2 and 3. The patient was able to feel stimulation with electrodes 2 and 3. Regarding the cause of the issue, it was reported that the lead was not fully inserted into the connector block. The healthcare professional (hcp) experienced resistance during lead insertion. After some effort, the hcp was able to fully insert the lead, but more than half of the impedance readings were out of range, so the hcp decided to replace the ipg. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead; product type: lead; product ID: 3058; implanted: on (B)(6) 2019; product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. A revision surgery was scheduled for (B)(6) 2019. The device serial/lot numbers and the implant dates would be ascertained post-surgery. The patient's weight was not available. The cause of the high impedance was not yet determined. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the electrode was positioned and tested. When the ipg was attached and impedances checked, all electrodes came back as >4000. The lead was removed from the ipg cleaned and tested directly with cable. All electrodes came back as normal and the patient felt stimulation. The ipg electrode port was checked and there weren't any visible signs of fluid or obstruction that could be seen in the channel. The procedure had taken a while so the decision was taken to complete the implant and review with the patient in a couple of days. On review the impedance was still >4000 on all electrodes with no stimulation. No further complications were reported or anticipated.